Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿reactive-type lymph node formation in right axillary site", rupture.

Event description:
Healthcare professional reported rupture and ¿reactive-type lymph node formation in right axillary site"confirmed with an MRI and ultrasound. This record relates to right side. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe as it is a medical event not related to the device. ¿ silicone migration: unable to observe as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted. .

Event description:
Device has been explanted and replaced with non-abbvie device.

Event description:
Healthcare professional reported, rupture. Confirmed with an MRI and ultrasound. This record relates to right side. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed, as fold flaw opening. And missing shell assessed, as inconclusive. Silicone migration: unable to observe, since it is a medical event. And is not related to the device. Lymphadenopathy: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required, as the device was implanted.